Event description:
During a pulsed field ablation procedure. Air aspirated from the sheath valve when the volt catheter was inserted. The volt catheter was withdrawn and reinserted with no resolution. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.